Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked during peritoneal dialysis therapy. The leak occurred where it connected to the supply bag. This event occurred during use while the patient was connected. The patient stated they ended therapy. The patient did not clarify if the connection had been secure, however they stated they had not seen any damage to the cassette. Prophylactic antibiotics were provided to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Three homechoice automated pd sets with cassette were received for evaluation and an evaluation is complete. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, clamp function testing, and device-device interaction testing. The reported problem of leak was verified on one unit during visual and functional testing. There were several holes in the drain line on one unit, and evidence of damage/surface marks on the end of the drain line tubing and molded port. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: the alleged leak between the cassette and solution bag could not be verified. The evaluation indicates that only a leak from the drain tubing of one (1) cassette was observed, and that no other leak was confirmed. Should additional relevant information become available, a supplemental report will be submitted.